Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/15/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the feeding tube placement possibly caused an esophageal rupture despite the feeding tube being placed without complication. The patient was admitted to the hospital with a (B)(6) requiring an ngt; her existing ngt was exchanged later in her stay for an entroflex to promote some oral intakes as the patient approached discharge to a rehab hospital. Forty eight hours after the placement of the ngt, the patient developed worsening respiratory status with thoracentesis c/w esophageal rupture (amylase 500). Despite bilateral chest tubes and broadening of antibiotics, the patient's condition status continued to deteriorate as she was a poor surgical candidate (severe aortic stenosis). The patient progressed to comfort measures only.